Event description:
It was reported that the customer had issues with the act and esc buttons on the insulin pump. Customer's blood glucose level was 132 mg/dl. Customer stated that the buttons were not working properly. Customer stated that she went to run a couple times with it and does not think that it might have created moisture on the pump. Customer also reported having high blood glucose levels over 450 mg/dl. Customer had calibration errors and was advised to call when the incident occurs to try to troubleshoot the issue. Customer stated that her high blood glucose level was a one time thing and once she changed her infusion set her blood glucose level went down. Customer did not want to troubleshoot for high blood glucose levels. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. However, insulin pump had an intermittent button response due to flattened act button dome switch. Insulin pump received with cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.